Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient weight not available from the site. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved. This incident proceeded the event reported in MDR number 1723170-2017-01548.

Event description:
A medtronic representative reported that after sending the first 3d spin to the navigation system the spine software became unresponsive. The exam loaded in the software and the mouse could be moved but there was no software functionality. Navigation was discontinued. There was no patient impact reported and the delay in surgery was 10 minutes. Surgery proceeded as planned.